Manufacturer narrative:
Final analysis found an abrasion breaching the outer insulation at 1.2 cm to 1.6 cm from the proximal cut end. Abrasions are consistent with constant friction with another implantable device. The abrasion found most likely the cause of the complaint from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with the right ventricular lead exhibiting noise. The physician elected to explant and replaced the lead. The patient was doing fine post procedure.